Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal ultrabag 2.5% (dianeal_2.5% pd2_solution for peritoneal dialysis solution_bag, pvc) therapy. On an unreported date, the patient began treatment with dianeal ultrabag 2.5% therapy (dose and frequency not reported, lot number 1205047) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, there was a break in aseptic technique further described as area not clean before starting pd therapy/did not wear a mask/patient made mistake, which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis. On that same day, treatment was started with vancomycin injection (1 gm, stat, and repeated every 5th day) and fortum injection (1 gm, three times a day for 14 days) ip. The outcome for the event of the break in aseptic technique was not reported. At the time of this report the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The product code is unknown, therefore 510k number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.